Event description:
The customer reported that the battery would not stay inserted into the device.

Manufacturer narrative:
The customer reported that the battery would not stay inserted into the device. The complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.